Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this pt underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. A tg3415 was placed below the left common carotid artery intentionally covering the left subclavian artery. On (B)(6) 2009, f/u computed tomography images showed a dissection at the aortic arch. The physician performed a vascular replacement surgery of the aortic arch. The tag device was left in place. The pt tolerated the procedure. The cause of dissection is not available.